Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet did not charge when placed on the charging pad, as indicated by the blue light not remaining solid and the device displaying no charging status, while the charger light blinked green; alternate outlets and reseating the power cord did not resolve the issue, and a replacement charger was shipped. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose, no medical intervention, and continued device use pending the replacement charger. Investigation included troubleshooting by guiding the user to try different outlets and reconnect the charger. Investigation of this case revealed a suspected charger or charging pad malfunction that prevented normal charging. It was concluded that the event was related to a malfunction of the charging system, and replacement supplies were provided.